Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that stent dislodgement occurred. A csi atherectomy was performed. The target lesion was located in the severely calcified circumflex artery. A 3.00 x 8mm synergy xd drug-eluting stent was advanced for treatment. It was noted that the stent dislodged while attempted to deployed. Another stent was deployed to crushed the dislodged stent to prevent embolization. The procedure was completed with different device. No patient complications were reported.